Manufacturer narrative:
The other adverse events issues questionnaire was completed by quality with limited information. Potential causes of swelling are patient contraindicating conditions, infection, software programming failure (hf or outside of stimulating parameters), and nerve or tissue damage. The stimulator is used to treat pain. The cause of the reported issue is unknown. Therefore, conclusion has been selected as no problem/fault found. CAPA-2023-0001 was initiated to investigate and remediate the noncompliance to company reporting procedures.

Event description:
The patient reported swelling. An explant procedure was performed however a date was not provided. Product information was not available.